Manufacturer narrative:
On february 27, 2024, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned device determined that a scratch was observed in a patch of the sm mpp gel 350cc breast implant, measuring approximately 0.6 cm x 0.1 cm. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. According to the manufacturing investigation, the defect observed in the device of the reported complaint has been determined to be crease(s) fold(s) in patch. This defect in breast implants which affects patch appearance but not functionality. In response to this finding, awareness training was provided to all main assembly inspection operators and assembly operators for awareness and reinforcement of the confirmed manufacturing defect. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on january 19, 2024, and reviewed by the clinician, following information has been updated on this form: date of event under field b3 has been updated to "december 27, 2023" health effect impact code "prolonged surgery" has been added under field h6 3. Material device code "foreign matter (pre-implant)" was removed and replaced with "shell irregularities (pre-implant)/material deformation" removed clinical codes: no adverse event and no patient involvement added clinical code: no signs, symptoms or patient involvement reason for device explant and/or reoperation: material deformation (pre-implant) / shell irregularities (pre-implant) on february 1, 2024, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: foreign matter (pre-implant) mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that there was a "weird" spot found on the back of the 350cc mentor memorygel breast implant next to the serial number. The device did not touch any patient and there was no patient involvement reported.